Event description:
During an angioplasty procedure, the guide was observed to be split 5mm from the tip. It was not split during the inital insert. The split section did not separate from the guide. No pt injury reported.